Manufacturer narrative:
Section d.9 of the older version medwatch form rec'd by our facility from the FDA is checked "yes," indicating the device is available for eval. However, the customer forwarded us a medwatch form with no device. Voicemails have been left with risk mgmt rep, but no response as of this date. Further conversation with the customer did reveal important info surrounding the incident. Based on our understanding, the operating physician introduced a needle into the liver, then progressed our guidewire through this needle. After the guidewire was through, the physician determined he was in incorrect location and needed to relocate. Upon removing the guidewire from the needle for relocation, it was observed that a portion of the distal end was missing. We have rec'd no similar complaints since this product went to market 2+ yrs ago. A review of the device history record found no variations. Based on conversation with the customer, and the 3 lb minimum pull test associated with this guidewire, it is our opinion that the guidewire was retracted fast enough through the needle to catch on the end of the needle and exceed the 3 lb. Minimum pull strength. Based on the above, we consider this an isolated incident. However, we will continue to monitor this product line for similarities and pursue the customer for product return/ investigation.